Event description:
The account alleged that the hi/low function will go down to the bottom and then run up five inches unintentionally.

Manufacturer narrative:
After attempting to adjust the hi/low limit switch, the account replaced the hi/low limit switch to repair the bed.